Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported a patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2024-(B)(6) 2024 for hyperkalemia due to not being able to perform pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient experienced a ¿m37 pressure not constant message¿ in set up of pd treatment with the fresenius cycler. The patient notified customer support of the issue, and the cycler was processed to be replaced on (B)(6) 2024). The patient did not notify the pd clinic, according to the nurse. Additionally, despite the patient having pd supplies at home, she did not do manual pd exchanges in lieu of cycler assisted therapy. Per the nurse, the patient missed two days of pd treatment. On (B)(6) 2024, the patient was seen in the outpatient pd clinic. The patient had labs drawn and received a manual pd exchange. Per the nurse, the patient went home and was able to complete pd treatment on the cycler on (B)(6) /2024. However, on (B)(6) 2024, the patient¿s labs returned an elevated potassium (k 8.0) and low hemoglobin (value not provided). The patient was medically advised to go to the hospital for management of hyperkalemia and anemia of end stage renal disease (esrd). The nurse stated the patient did not go to the hospital until (B)(6) 2024 and that upon admission the patient¿s potassium normalized but remained with low hemoglobin. The patient received a blood transfusion a pd treatment in the hospital. On (B)(6) 2024, the patient was discharged home and continues pd with the fresenius cycler without any issues. The patient has recovered from the event. Based on the available information, the is no indication that the fresenius cycler caused or contributed to a serious patient harm or injury. The patient¿s reported hyperkalemia was due to missed pd treatment in large part from non-compliance to performing manual pd exchanges. Additionally, the hyperkalemia was managed on an outpatient basis by the patient receiving pd treatment. The patient¿s hospitalization was due to anemia (as hyperkalemia had resolved). Anemia is a complication of esrd disease process and is very unlikely to be caused by the fresenius cycler.

Event description:
A peritoneal dialysis (pd) nurse reported a patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2024 for hyperkalemia due to not being able to perform pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient experienced a ¿m37 pressure not constant message¿ in set up of pd treatment with the fresenius cycler. The patient notified customer support of the issue, and the cycler was processed to be replaced on (B)(6) 2024). The patient did not notify the pd clinic, according to the nurse. Additionally, despite the patient having pd supplies at home, she did not do manual pd exchanges in lieu of cycler assisted therapy. Per the nurse, the patient missed two days of pd treatment. On (B)(6) 2024, the patient was seen in the outpatient pd clinic. The patient had labs drawn and received a manual pd exchange. Per the nurse, the patient went home and was able to complete pd treatment on the cycler on (B)(6) 2024. However, on (B)(6) 2024, the patient¿s labs returned an elevated potassium (k 8.0) and low hemoglobin (value not provided). The patient was medically advised to go to the hospital for management of hyperkalemia and anemia of end stage renal disease (esrd). The nurse stated the patient did not go to the hospital until (b and that upon admission the patient¿s potassium normalized but remained with low hemoglobin. The patient received a blood transfusion a pd treatment in the hospital. On (B)(6) 2024, the patient was discharged home and continues pd with the fresenius cycler without any issues. The patient has recovered from the event. Based on the available information, the is no indication that the fresenius cycler caused or contributed to a serious patient harm or injury. The patient¿s reported hyperkalemia was due to missed pd treatment in large part from non-compliance to performing manual pd exchanges. Additionally, the hyperkalemia was managed on an outpatient basis by the patient receiving pd treatment. The patient¿s hospitalization was due to anemia (as hyperkalemia had resolved). Anemia is a complication of esrd disease process and is very unlikely to be caused by the fresenius cycler.

Manufacturer narrative:
Clinical review: based on the available information, the is no indication that the fresenius cycler caused or contributed to a serious patient harm or injury. The patient¿s reported hyperkalemia was due to missed pd treatment in large part from non-compliance to performing manual pd exchanges. Additionally, the hyperkalemia was managed on an outpatient basis by the patient receiving pd treatment. The patient¿s hospitalization was due to anemia (as hyperkalemia had resolved). Anemia is a complication of esrd disease process and is very unlikely to be caused by the fresenius cycler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.